Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. It is possible that the device was not fully connected and/or the device seals were not fully tightened/closed thus resulting in the reported leak; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the rotating hemostatic valve (rhv) draws air. There was no reported device use or patient involvement. There was no reported clinically significant delay in the procedure. Subsequent to the initially filed report the following information was provided: one device was in the rhv when it was leaking. A new rhv was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Date of event is estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the rotating hemostatic valve (rhv) draws air. There was no reported device use or patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.